Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had high blood glucose. During troubleshooting, it was reported that amount of insulin shown on reservoir and insulin shown on status screen were different. Customer was advised to contact healthcare professional regarding low blood glucose and to monitor insulin pump.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. However, the insulin pump was received with cracked case at the display window corners.